Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in a medical journal article that a pt underwent a sling procedure on an unknown date. The pt experienced voiding dysfunction and underwent urethrolysis on an unknown date. No additional information is available.